Event description:
Reporter alleged obtaining a result of 232 mg/dl on the active s system compared back to back with a result of 97 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated she took her medication as normal after she tested. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a result of 232 mg/dl on the active s system compared back to back with a result of 97 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated she took her medication as normal after she tested. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.